Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found mechanical damage at bipolar yaw pulley. Additional findings, non-related to the complaint, the instrument was found to have mechanical indentations on the outer surface bipolar yaw pulley at the base of the grip. As a result of the damage, the bipolar cautery conductor wire insulation was damaged. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument were broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: reporter confirmed the issue was related to a broken cable on the fenestrated bipolar forceps.